Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed the telescope and sheath were kinked, the imaging window was twisted and torn, and there was an imaging core windup near the torn imaging window. Impedance testing showed an electrical open at the proximal end of the catheter. Media provided by the customer shows evidence of the reported issue: image lost.

Event description:
Reportable based on device analysis completed on 8oct2024. It was reported that visualization issues occurred. The 70% stenosed, 56 x 3.00 mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the device could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed the imaging window was twisted and torn.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed the telescope and sheath were kinked, the imaging window was twisted and torn, and there was an imaging core windup near the torn imaging window. Impedance testing showed an electrical open at the proximal end of the catheter. Media provided by the customer shows evidence of the reported issue: image lost.

Event description:
Reportable based on device analysis completed on 8oct2024. It was reported that visualization issues occurred. The 70% stenosed, 56 x 3.00 mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the device could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed the imaging window was twisted and torn.